Manufacturer narrative:
Follow-up # 1 date of submission 05/19/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/12/2014 with the following findings:visual inspection revealed that the battery compartment was cracked extending from the battery cap towards the grip pad. The returned battery cap was not able to be secured to the battery compartment. Unrelated to the complaint, evaluation revealed that the battery cap threads were found to be damaged.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.